Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head exhibited a cut in the cord during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This report is being submitted for a correction regarding reportability. Initially it was reported that the malfunction to be reportable. Updated fields: d8; d9; g3; h2; h6 and h11 upon further investigation, the subject device should be coded and reported as a non-reportable malfunction instead of a reportable malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.